Event description:
Dealer called stating that both motors on the 5310ivc bed are allegedly leaking oil onto the floor. Both motors are still working. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model bed4-1633 (bed package includes the 5310ivc semi electric bed), serial number/date (B)(4) is approximately 2 years 10 months old. The owner's manual part number 1114836 rev f (aug-07), was issued with this device for the 530ivc bed. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.